Event description:
It was reported that the pump had "alarm 45639". There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.